Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but two diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision. The clinical reason was reported to be dislocation and opacification. The iol was replaced with non-company lens approximately two months after initial procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. There was no patient harm. Patient symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).